Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was tested with no unexpected restart error alarm test and watchdog timeout alarm noted. Device received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received unexpected restart and watchdog timeout alarms. The unexpected restart alarms were recurring. The customer¿s blood glucose level at the time of incident was unknown. The insulin pump will return for analysis.